Event description:
Device report from synthes reports an event in japan as follows: it was reported that on january 15, 2024, the patient underwent an osteosynthesis for a femoral trochanteric fracture. The blade interfered with the nail and could not be inserted. The surgeon checked the state of the hole, the looseness of the devices, and the connection between the inserter and the blade, but there was no problem, and the cause could not be specified. Another new blade was unpacked and used, and that blade was able to be inserted. The surgery was completed successfully with no surgical delay. No further information is available. This report is for one (1) pfna-ii blade l90 tan this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished device product code: 04.027.053s, lot number# 6671p90. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 07-jul-2023, manufacturing site: jabil bettlach, expiry date: 01-jul-2033. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed significant damage on the tips of two of the flutes on the pfna-ii blade l90 tan with some missing material evident on one of them. The damage is the result of contact with the nail during insertion confirming the reported assembly issues. Fragments were not received for evaluation. A dimensional inspection for the pfna-ii blade l90 tan was not performed due to post manufacturing damage. A complete functional test could not be performed as the mating devices were not returned to asses the interaction. A partial functional test was performed on the locking mechanism of the helical blade. The end cap and the screw were first disassembled from the sleeve. The notch of the screw was then latched onto the notch of the helical blade, and was then assembled with the sleeve and the end cap. The end cap was then fastened. The end cap was able to lock all the way leaving no gaps between the sleeve and the blade. The blade could not rotate in the locked position. The components could also be unlocked and disassembled with no difficulty. The device functioned as intended. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the pfna-ii blade l90 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.